Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to procedure, a fluoroscopy showed the right atrial (ra) lead to be dislodged due to twiddler's syndrome. The ra lead also had a loss of capture. No symptoms were reported. The ra lead was explanted and replaced. The patient was stable throughout procedure.